Event description:
Additional information received, only plastic piece was broken.

Manufacturer narrative:
Additional information submitted before that there was no fragments was detached from the device and it broke while removing it from the handpiece shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when user tried to connect attachment to the m5 the handpiece, it breaks the attachment and the disposables. The attachment was burs and shavers. It damages the attachments, rendering them useless. It seems to wear them out or damage the hooks. After that, if the user try to use them again, the console displays error 15. There was no patient impact. Additional information received, the plastic of the shaver/bur was broke and no fragments was detached from the device. The handpiece broke while removing it from the handpiece and the blade from end that connects to the hub broke. The device was no being used on the patient.